Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing which had the appearance of myopotential or diaphragmatic oversensing. This resulted in a second and a half of pacing inhibition. The rv impedance measurements were within normal range. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The health care professional (hcp) would discuss with the physician. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was surgically abandoned due to myopotential oversensing leading to greater than 3 seconds of pacing inhibition, in this pacemaker dependent patient. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.